Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when high capture threshold was observed. The device was reprogrammed. Patient monitoring will continue.